Event description:
I had a libre pro blood glucose sensor (sensor lot # imh00xzp89h) attached to my upper left arm by the staff of(B)(6) igwe (B)(6). This device is intended to monitor and record patient blood glucose levels so that the physician can create a plan of diabetes management. Unfortunately, the mechanical attachment method for securing this device to the patient failed after four days of use. The device became detached and was lost. The patient was not aware that the sensor came off, could not find the missing device, and all data was lost. The mechanical adhesive method for attaching this device/sensor is inadequate. The device falls off without warning. The device had not been exposed to any water or dispersed in water. The weather had been hot and the patient had been perspiring for about one hour the night before the device came off. I had hoped that the device would provide valuable blood glucose data for my doctor to construct a diabetes management plan. Unfortunately, the device failed to perform its intended purpose due to its inadequate adhesive/attachment design. Please redesign this defective medical device. It cannot function reliably as designed. Struggling to maintain consistent glucose levels.